Manufacturer narrative:
Correction information was provided in d.4. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating no patient harm.

Manufacturer narrative:
Additional information was provided in a.2., a.2.a., b.3., b.5., b.6., d.10. And e.4. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision. Clinical reason for explant was iol centered superiorly, and slight myopic outcome. The iol was exchanged for same model different diopter company lens 01 year 04 months 09 days following the initial implant procedure. Additional information has been requested.